Event description:
At 1:40pm. "Nurse stat" called to pts room. Rn arrived finding pt legs & knees resting on the floor near middle of bed, arms at her sides, buttocks not on the floor. Residents head was on the mattress with her chin caught in the upper 1/2 side rail. Her neck was hyper-extended. Lowered the resident to the floor for assessment. Pt was without pulse, respirations and body cold to touch.